Event description:
The manufacturer received information alleging a calibration failure for a trilogy evo, great britain device, however, there was no information or documentation of any reportable calibration failure. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo, great britain device at third-party service center, it is documented that the machine flow sensor fails the pneumatic test. The device's machine flow sensor has been replaced to address the issue. Additionally, there are no significant errors found in the device log. One in-line filter prox has been replaced due to contamination. The device's blower is corroded and has been replaced. Due to the 4-year preventive maintenance, the muffler assembly, particulate filter, maintenance label and air inlet foam filter were replaced. It is documented that the display was damaged, but there is no information to the extent or type of damage. The display was replaced.